Event description:
During dialysis treatment -approximately 2 1/2 hrs into treatment- one of the connectors of the dialyzer was leaking resulting in approximately 200 to 300 cc of blood loss. The quality checks performed prior to the treatment did not reveal any problems. However, these checks focus on internal pressure and volume. The leak occurred outside of this. The dialyzer is multi-use; this was treatment #40 on a #50 use dialyzer per mfrs specifications. The pt did require a short stay in the ER for fluid replacement, bloodwork and monitoring. Baxter CT 190 dialyzer reuse #$ of #50 reuse dialysis machine: gambro phoenix dialysis lines: gambro blood cartridge cassette #00341. Diagnoses or reason for use: kidney failure.